Event description:
It was reported that a patient underwent a redo atrial fibrillation ablation procedure with a smart touch unidirectional sf and the patient experienced pulmonary vein stenosis. It's been reported that in the left superiors pulmonary vein they tried to make a map, but they couldn't go in the left inferior pulmonary vein with pentaray. They also tried to get it that vein with qdot but it was not possible. They then looked at it with fluoroscopy with contrast, saw contrast going in the left superior but nothing on left inferior. They concluded there was blockage. They tried to use echo but it was not possible either. The stenosis was confirmed on computed tomography (CT) scan. It was noted by the biosense webeter inc representative believe the potential stenosis could be linked to a procedure the patient had back on the (B)(6) 2024. The procedure was successfully completed on that day, without any problem or stenosis being diagnosed. They re-opened the map done back on that day and are planning to do further scan on the patient ((B)(6) 2026) to confirm the diagnostic (stenosis). Additional information was received indicating the patient's outcome is unchanged, the patient has dyspnea when exercising. The patient did not require extended hospitalization, only one day "like other people". Other relevant medical history includes 2015 stenting coronary mid left anterior descending (lad), 2017 paroxysmal atrial fibrillation, and 2022 stenting coronary mid lad.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: field d4. Catalog should be ¿unk_smart touch unidirectional sf¿. Note: field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 13-apr-2026, additional information was received indicating the bwi devices used in the procedure that took place on (B)(6) 2024 were: pentaray, qdot micro and webster cs. As such, the suspected device for this event has been updated from smart touch unidirectional sf to qdot micro. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # pc-(B)(4).